Event description:
A false positive advia centaur xp hbsag result was obtained for a patient sample. The result was reported to the physician. A redraw patient sample was tested. The result was negative. Repeat testing was performed on the initial sample and the result was negative. The negative result was reported to the physician. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant hbsag result is unknown. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the interpretation of results section: "if the sample is greater than 50, the specimen is positive for hbsag by the advia centaur hbsag assay. Note: when the advia centaur hbsag assay is used as a stand alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring hbv during the perinatal period), all results > 1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia centaur hbsag confirmatory assay must be used to confirm the result."